Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #m90y5y. The device was returned inside its original package. The tyvek from the packaging was noted to have one tear near the area where the hemostasis button from the device is placed. During the evaluation of the packaging, it was found that the instrument was not snapped into the blister and is floating against the tyvek, causing additional friction at the area. The device being out of its snaps can contribute to the damage at the tyvek; however, it should be noted that an investigation has been initiated to address the potential root cause of the issue. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to a procedure, the advanced hemostasis button was pushing through tyvek. The instrument has been pulled and returned on cart multiple times. Wear and tear of the package evident was pulled before the recall and given to rep after recall was submitted.